Event description:
I underwent a prophylactic bilateral mastectomy with reconstruction using breast implants in 2011. In 2016 I was diagnosed with multiple sclerosis. Medical records are available to document breast implant surgery and ms diagnosis. FDA safety report ID# (B)(4).